Event description:
It was reported the patient had not used his scs system in approximately three months. The patient stated underwent an unrelated surgery and recently decided to use his scs system again. The patient stated his stimulation is in the correct area, but after approximately 30 minutes he stops feeling any stimulation. A sjm representative contact the patient, however, the patient declined to meet with the representative to evaluate the issue. The patient preferred to consult with the original physician who implanted his scs system. Follow up on (B)(6) 2014 identified the patient had his scs ipg explanted and replaced on (B)(6) 2014. The patient reported receiving effective stimulation therapy and coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.